Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there was no allegation of a device malfunction or deficiency reported for this hospitalization event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius technical support. The patient stated they were hospitalized for the last week and now had a different extension on their pd catheter. The patient was referred to their pd nurse. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. The patient did not specify the admitting diagnosis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius technical support. The patient stated they were hospitalized for the last week and now had a different extension on their pd catheter. The patient was referred to their pd nurse. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. The patient did not specify the admitting diagnosis.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius technical support. The patient stated they were hospitalized for the last week and now had a different extension on their pd catheter. The patient was referred to their pd nurse. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. The patient did not specify the admitting diagnosis.

Manufacturer narrative:
Correction: g3 date was incorrect. The correct date is (B)(6) 2021.